Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge to resume insulin administration. No additional assistance was necessary, and the case was closed by technical support.